Event description:
On 2/5/99, the facility's or nurse informed the MFR's sales rep of the following: she was in a case on 1/26/99, involving the implant of the device. Upon insertion of the catheter into the introducer, it would not "pass". It was noted that the product was packaged with an 8 french (fr) introducer and should have been packaged with a 10 fr introducer. The device is not available to be returned to the MFR. No further details were provided.